Event description:
Pt has right total hip arthroplasty in 1985 and 3 subsequent revisions, the last in 2004. They have not been of crutches since the last revision. Complains of pain and decreased activities, stating they can not walk any distances. X-rays of the cup show it loosening. They were admitted for a revision right total hip arthroplasty. During the procedure the surgeon discovered both the cup and the stem were loose. All components were removed and replaced. In accordance with hosp policy the components are not available for release.